Event description:
A report was received that the patient¿s generator was actually uncomfortable. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: st linear lead 70cm. Model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.